Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump wasn't responding. Customer was advised to remove the battery and wait 30 to 60 minutes and enter a new battery. Customer was advised if issues persisted to call back. Customer's blood glucose was unknown. The device is not returning for analysis.